Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The instrument was received with a loose screw, unable to provide tension. Subject device is not repairable. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. No design related issues could be identified on the returned device. The root cause of the screw losing cannot be explained by the product development center.

Event description:
It was reported that, on an unknown date, the application instrument for sternal zipfix had a loose screw that prevented the instrument from being tensioned fully. It was also reported that subject device did not malfunction during surgery while being used on a patient. This event did not contribute to death or serious injury. No further information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device was received with two screws loose. Minor damages at the crucifix recess of the loose screws. On the screws was found residues of the used adhesive, indicating that the screw was correctly mounted. No manufacturing related fault could be detected.